Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem resulting from the right ventricular (rv) lead not remaining fixed in the implantable pulse generator (ipg) header after it was screwed in. It was reported that this resulted in energy not passing from the ipg device to the rv lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that two weeks post-implant, the patient reported not feeling ok. It was then noted that the right ventricular (rv) lead exhibited out of range impedances and non-capture. It was also reported that when the physician tried using the screwdriver to place the rv lead back into the device header it wasn't working. The lead remains in use.